Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; the use of thoracic stent grafts for endovascular repair of abdominal aortic aneurysms. Vp bastiaenen, mgj snoeijs, jgam blomjous, j bosma, vj leijdekkers, rc van nieuwenhuizen and ac vahl. Doi: 10.1177/1708538117733909. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of 52mm contained abdominal ruptured aortic aneurysm. The patient had an aortic neck diameter of 43mm. It was reported that the patient experienced a type ii endoleak within 30 days of the index procedure that resolved spontaneously. At follow up approximately 7 months post the index procedure the patient underwent open conversion surgery for stent graft migration, aneurysm sac expansion and persisting contained rupture. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.